Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4) 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 3497 hours. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The history files from 2023-06-04 (specified date of the incident, given from the customer) were investigated. At 2023-06-04 14:48 pm a space line was inserted. In the same minute the rate was set to 8 ml/h and the vtbi to 50 ml. The infusion was started at 14:50 pm. At 21:05 pm the infusion was stopped by reaching the set vtbi (50 ml - actual volume infused). At 21:07 pm the vtbi was set to 40 ml and the infusion was started in the same minute. At 22:06 the infusion was stopped by the customer (start/stop button). Up to that time the device has delivered a volume of 57,89 ml (actual volume infused). Furthermore, no anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,09%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complaint malfunction could neither be reproduced nor detected in the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "overinfusion". According to the customer: "called into bedspace to have a look at a drug that was running/drug pump. Albumin running. Should be running at 8ml/hr for a total of 50ml (6.25hrs), as per prescription. IV pump was noted to have been running for approx 7hrs, but total volume remaining to be delivered was still 33ml. IV pump paused, discussed with nic and medication stopped as 57.89ml delivered when 50ml was dose. Doctor looking after patient overnight informed, parents informed as duty of candor".